Event description:
Alleged the head section will not operate.

Manufacturer narrative:
The technician found the right caster cover was holding the CPR pedal down. The technician adjusted the caster cover to repair the bed.